Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reports receiving a communication alarm while wearing the pod. The patient removed the pod from the infusion site. The patient reports they were recovering from pneumonia. The patient reports feeling warm. Once at the hospital the patient was treated with insulin. The patient was released from the hospital after 4 hours. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.